Event description:
It was reported that a user experienced low glucose readings after changing eating habits, noting that when they announced their usual amount the system delivered insulin that led to lows, and they subsequently began announcing less than usual to mitigate this; the case involved a consultation to determine whether a feature reset or soft reset was appropriate. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.